Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6:30 am. She obtained a glucose result of '374 mg/dl' on the subject meter, and '167 mg/dl' on another meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she was not sure if she made any changes to her usual treatment. The patient claims 'sometime' after the alleged issue she was driving and became 'sweaty and passed out'. She reported that before leaving her home she was feeling 'fine', her car was totaled and the paramedics were called to the accident scene. The patient stated that they tested her glucose with their meter and obtained a result of 38 mg/dl', which was immediately treated with a glucagon injection and was soon after released from their care. She claimed that she was not taken to the hospital afterwards. The patient also informed this mss that she is a brittle diabetic, and her glucose levels drop very rapidly. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing procedure, correct unexpired tests trips and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (01/19/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.